Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient's device was not helping with symptoms. It was noted that patient had severe back problems and got a back MRI, but that they did not know how the MRI was approved because they knew they could not get an MRI with the device. Patient found out they could not have an MRI because they had spinal surgery and was in an automobile accident around 6 days after the spinal surgery; however, even after finding out they could not have an MRI because of their device, they had an MRI about 6 months ago. Patient stated they had to crank stimulation all the way up before they could feel any stimulation. Patient did not know if the MRI caused a problem with their stimulator and that they had to change programs and increase to 2.00v before feeling anything. No further complications were reported.